Event description:
On (B)(6) 2025, patient had surgery and there was a corneal burn on patient's right eye which required stiches on (B)(6) 2025. Patient is doing good post-operatively without any complications. No additional information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 04/21/2025, however the correct date is 01/03/2019. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency . All pertinent information available to johnson & johnson surgical vision, inc has been submitted.